Event description:
It was reported that the patient presented in clinic for follow up via out of range alert on the left ventricular lead. Upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. The lead was deactivated for the time being. Right ventricular lead exhibited multiple episodes of non-sustained right ventricular oversensing due to noise. Chest x-ray was performed and the results were not yet available. The patient is not pacer dependent, was asymptomatic, and unaware of these issues. Due to unrelated health complications, the physician is waiting before moving forward with any resolution to these events.